Event description:
A balloon ruptured on the first inflation at three atmospheres during a renal angioplasty procedure of a calcified lesion. Another balloon catheter used to successfully complete the procedure without patient complications. The device was received, evaluated and retained by this manufacturer. The engineering evaluation revealed a 9mm longitudinal tear located from 1mm proximal of the proximal ro marker to 7mm distal of the proximal ro marker. Chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with overpressurization, a longitudinal tear, as well as contact with a sharp external source, chatter marks on the balloon surface. It was also indicated this device was used in a calcified lesion. Co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples..if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."